Event description:
It was reported that there was a lead fracture. The pace/sense portion of the lead was capped, a previously implanted pace/sense lead was reconnected, and the defibrillation portion remained in use. Later during a device upgrade, the physician accidentally cut through the high voltage coils while positioning the replacement device in the pocket. The tachy lead and pace/sense lead were capped and replaced with one new tachy lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.